Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: lung volume reduction. According to the reporter: the surgeon was resecting the periphery of the upper lobe when the staple cartridge locked down and she could not get the sulu to open. The surgeon ended up adding another port and fired another cartridge right next to the locked down cartridge.